Event description:
It was reported that a patient presented remotely via merlin.net. The patient implantable cardiac monitor (icm) exhibited under sensing resulted in false atrial fibrillation episode. No intervention or procedure was reported. The patient had no consequences.